Event description:
A report was received that the patient was experiencing loss of stimulation and had high impedances on some contacts of one lead. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient was experiencing loss of stimulation and had high impedances on some contacts of one lead. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein one lead and one splitter were explanted, and two new leads were implanted. . Device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50cm.